Manufacturer narrative:
(B)(4). The bd focalpoint¿ slide profiler is an automated cervical cytology screening device intended for use in initial screening of cervical cytology slides. The pap test is a screening test for cervical cytology specimens. According to the bethesda system for reporting cytology, while endocervical adenocarcinomas may be directly sampled, the detection of endometrial adenocarcinoma depends on exfoliated cells being present in the collected specimen. Qc review of the 2015 surepath slide shows the presence of 10 to 12 atypical endometrial groups (cannot exclude adenocarcinoma). Bd quality has reviewed the complaint of one false negative, case of endometrial adenocarcinoma that was called ¿no further review¿ (nfr) on the focal point. The data provided by the customer was reviewed by bd. Based on the number of slides classified as nfr in july 2015 (n= (B)(4)), it was agreed that the false negative result obtained is within the instrument clinical performance claims. Review of the data also revealed no indication of an instrument mechanical issue during the time frame where the false negative result was obtained. No trend is identified for false negative complaints at this time. Bd will continue to monitor. Device not returned to manufacturer.

Event description:
Patient slide was processed by the focalpoint as no further review (nfr) on (B)(6) 2015. The case was reported to physician as nfr. Nfr results are treated as a negative result. Patient underwent a endometrial biopsy on (B)(6) 2016 and the cytology pap test was repeated on (B)(6) 2016. The pathologist diagnosis for cytology and histology was endometrial adenocarcinoma. The malignant diagnosis triggered a review of the previous negative slide. The slide was pulled and reviewed manually by two senior cytotechnologists and classified as endometrial adenocarcinoma.